Manufacturer narrative:
H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: no general problem has been detected for the installed base which requires an immediate action. Manufacturer's preliminary results and conclusion: the reason for the damage to the power cable has not yet been identified. The investigation is ongoing. Siemens healthineers will submit a supplemental report if additional information is obtained upon completion of the investigation.

Event description:
Siemens healthineers was notified of an issue with the mobilett mira max system. It was communicated that the power cable was split, and wires were exposed near the mains plug. Sparks were created when attempting to charge the system. No injury occurred due to this event. It is assumed that in a worst-case scenario, the user might receive an electrical shock if they were to touch the exposed wires while the plug is inserted in the socket, resulting in death. As of the date of this report, siemens healthineers is unaware of serious injury of death having resulted due to this type of issue.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. Analysis of the provided pictures confirmed that the mains cable insulation sheath was damaged, and the internal cable were exposed. Such an issue is most likely caused by an incorrect daily operation when plugging out the mains cable. Either the system was moved before it was unplugged, or the cable was pulling out by directly holding the cable and not the plug. Another reason could be that the cable was pulled up and down during daily use. The correct handling for disconnecting the power cable is described in the system operator manual. Furthermore, with a daily safety check this kind of damage could be visually detected at an early stage. The last maintenance at this system was performed in december 2023 by siemens local service. No mains cable issues were detected at that time. The affected component has been replaced by the service technician. The product steering group monitors the concerned part cable winch, cpl. (USA) (10907348) and will decide about further measures, if needed. The complaint is closed with this statement and without further measures.